Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life decreased from 100 percent remaining to 14 percent remaining in five months. It was noted that the patient had a surgery three months earlier where the device was turned off for ablation. It was noted that during the procedure a system was used that had a magnet as part of it. Boston scientific technical services (ts) was contacted and data sent in for engineering review. Engineering reviewed the stored information and determined the s-ICD appeared to be depleting faster than expected, especially given the short amount of time the device has been implanted. The cause of the suspected early depletion was unable to be established. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life decreased from 100 percent remaining to 14 percent remaining in five months. It was noted that the patient had a surgery three months earlier where the device was turned off for ablation. It was noted that during the procedure a system was used that had a magnet as part of it. Boston scientific technical services (ts) was contacted and data sent in for engineering review. Engineering reviewed the stored information and determined the s-ICD appeared to be depleting faster than expected, especially given the short amount of time the device has been implanted. The cause of the suspected early depletion was unable to be established. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.